Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the original complaint of a blank display could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked as well as the pump case near the display lens. There was moisture corrosion only on the battery cap and the leak test failed at the battery compartment.